Event description:
After the patient had been taken out of the operating room, the doctor determined that the cup had loosened and the patient had to be returned to surgery later that day. The doctor believes the problem was caused by the cement.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. The retained cement samples were conditioned and tested at an ambient temperature of 23 deg c. All handling and setting time results and mechanical test results were reviewed and they are all within specification. A device history review found no non conformances on this batch. Final micro and sterility tests passed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.